Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump under warranty, and the customer was advised to use mdi as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump using a pre-paid label within 10 days.